Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a trial implant holder barrel was stuck and would not grasp the trial implant while performing an l5/s1 lumbar disc procedure on the patient, making chiseling impossible. A 10 minute delay of surgery and no patient harm was reported this is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: trial implants (srw651r/ srw654r/ srw760r/ srw761) show deformation on the proximal end of the barrel mechanism. The trial holder (sfw565r) shows no abnormality. A functional test was performed with the returned parts. The handle (sfw565r) has shown no malfunction or deformation and the attaching of a new trial implant worked without any difficulty (coupling mechanism). The trial implants (srw651r/ srw654r/ srw760r/ srw761) show plastic deformations in the area of the barrel mechanism. Based on the design of the coupling mechanism (handle and trial implant) such deformation may be most likely a result of the combination of applied forces (hammering) and a not properly assembled instrument. Therefore it can be concluded that the deformation on the trials lead to the increased attaching forces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.